Event description:
It was reported that during a da vinci s urological procedure, while the surgeon was dissecting tissue using the monopolar curved scissors (mcs) instrument with a mcs tip cover accessory installed, arcing to adjacent tissue being removed occurred. The mcs instrument was removed and a replacement tip cover was installed on the mcs instrument to complete the planned surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory and monopolar curved scissors instrument have not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. On (B)(4) 2012, intuitive surgical contacted surgical technician, (B)(6) at (B)(6) health system and he indicated that he was present during the surgical procedure and that arcing from a split in the tip cover accessory to adjacent tissue occurred, however, no intervention or repair was required as the affected tissue was being removed. Per (B)(6), there was no patient harm, adverse outcome or injury and to the best of his knowledge the patient has not returned to the hospital due to any post operative complications as a result of the event.